Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and ovarian cyst ('reproductive system disorder or condition-ovarian cyst') in a 31-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and vaginal delivery (3). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included dysphonia, psychogenic disorder nos, interstitial lung disease, anxiety, depression, bipolar disorder, irregular menstrual cycle, attention deficit/hyperactivity disorder and paratubal cyst. Concomitant products included alprazolam, amoxicillin, benzonatate, bupropion, carisoprodol, clonazepam, dexamfetamine (dextroamphetamine), drospirenone + ethinylestradiol (gianvi) from 2011 to 2012, drospirenone;ethinylestradiol (loryna) since 2012, ferrous sulfate, ibuprofen, lisdexamfetamine mesilate (vyvanse), omeprazole, oxycodone, salbutamol sulfate (proair hfa), venlafaxine, ziprasidone and zolpidem. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), 3 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fatigue ("fatigue"), menometrorrhagia ("irregular and/or prolonged menstruation; heavy, abnormal menstruation"), abdominal pain ("severe abdominal pain; cramping"), abdominal distension ("bloating"), headache ("headaches and/or migraines"), depression ("depression"), weight fluctuation ("weight fluctuation"), migraine ("headaches and/or migraines"), vulvovaginal pain ("vaginal pain"), anxiety ("anxious"), pain ("I have minimal pain") and emotional distress ("emotions running wild but feeling amazing "). The patient was treated with surgery (on (B)(6) 2016 underwent novasure ablation, bilateral salpingectomy to remove her fallopian tubes and ovarian cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst, fatigue, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, headache, depression, weight fluctuation, migraine, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, vulvovaginal pain, anxiety, pain and emotional distress outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: at the time, she and her physicians did not attribute those symptoms to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: tubal occlusion after essure. Ultrasound scan - on an unknown date: results: iud is to be in good position. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:confirming - dysmenorrhea,menorrhagia, dyspareunia" I was anxious and I have minimal pain, emotions running wild but feeling amazing were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: content from social media, new event I was anxious and I have minimal pain ,emotions running wild but feeling amazing were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc. Company causality comment: this legal case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the implant, the consumer began experiencing severe (pelvic) pain. Four years after placement procedure, she underwent a bilateral salpingectomy to remove her fallopian tubes. This event is anticipated according to reference safety information for essure. Given the implied temporal relationship and the absence of alternative explanation, causality with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2012 for permanent birth control. After the implant, she began suffering from pain; fatigue; irregular and/or prolonged menstruation / heavy, abnormal menstruation; severe menstruation pain; pain during intercourse; severe abdominal pain; cramping; bloating; headaches and/or migraines; depression; and weight fluctuation. At the time, she and her physicians did not attribute those symptoms to the essure. On (B)(6) 2016, she underwent a bilateral salpingectomy to remove her fallopian tubes. Company causality comment: this legal case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and after the implant, the consumer began experiencing severe (pelvic) pain. Four years after placement procedure, she underwent a bilateral salpingectomy to remove her fallopian tubes. This event is anticipated according to reference safety information for essure. Given the implied temporal relationship and the absence of alternative explanation, causality with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and ovarian cyst ("reproductive system disorder or condition-ovarian cyst") in a 31-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, menorrhagia and vaginal delivery. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included dysphonia, psychogenic disorder nos, interstitial lung disease, anxiety, depression, bipolar disorder, irregular menstrual cycle, attention deficit/hyperactivity disorder and paratubal cyst. Concomitant products included alprazolam, amoxicillin, benzonatate, bupropion, carisoprodol, clonazepam, dexamfetamine (dextroamphetamine), ferrous sulfate, ibuprofen, lisdexamfetamine mesilate (vyvanse), omeprazole, oxycodone, salbutamol sulfate (proair hfa), venlafaxine, ziprasidone and zolpidem. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fatigue ("fatigue"), menometrorrhagia ("irregular and/or prolonged menstruation; heavy, abnormal menstruation"), abdominal pain ("severe abdominal pain; cramping"), abdominal distension ("bloating"), headache ("headaches and/or migraines"), depression ("depression"), weight fluctuation ("weight fluctuation"), migraine ("headaches and/or migraines") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy to remove her fallopian tubes), surgery (B)(6) 2016 underwent novasure ablation) and surgery (ovarian cystotomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst, fatigue, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, headache, depression, weight fluctuation, migraine, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: at the time, she and her physicians did not attribute those symptoms to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubal occlusion after essure ultrasound scan - on an unknown date: iud is to be in good position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:confirming - dysmenorrhea,menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, reproductive system disorder or condition-ovarian cyst, vaginal discharge, vaginal pain", lot number, reporter, concomittant condition, concomittant drug added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: reporter added from medical record. On (B)(6) 2018: lab data, reporter, historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and ovarian cyst ("reproductive system disorder or condition-ovarian cyst") in a 31-year-old female patient who had essure (batch no. 958712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea, menorrhagia and vaginal delivery (3). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included dysphonia, psychogenic disorder nos, interstitial lung disease, anxiety, depression, bipolar disorder, irregular menstrual cycle, attention deficit/hyperactivity disorder and paratubal cyst. Concomitant products included alprazolam, amoxicillin, benzonatate, bupropion, carisoprodol, clonazepam, dexamfetamine (dextroamphetamine), drospirenone + ethinylestradiol (gianvi) from 2011 to 2012, drospirenone w/ethinylestradiol since 2012, ferrous sulfate, ibuprofen, lisdexamfetamine mesilate (vyvanse), omeprazole, oxycodone, salbutamol sulfate (proair hfa), venlafaxine, ziprasidone and zolpidem. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fatigue ("fatigue"), menometrorrhagia ("irregular and/or prolonged menstruation; heavy, abnormal menstruation"), abdominal pain ("severe abdominal pain; cramping"), abdominal distension ("bloating"), headache ("headaches and/or migraines"), depression ("depression"), weight fluctuation ("weight fluctuation"), migraine ("headaches and/or migraines") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy to remove her fallopian tubes), surgery (on (B)(6) 2016underwent novasure ablation) and surgery (ovarian cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst, fatigue, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, headache, depression, weight fluctuation, migraine, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: at the time, she and her physicians did not attribute those symptoms to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubal occlusion after essure ultrasound scan - on an unknown date: iud is to be in good position ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:confirming - dysmenorrhea,menorrhagia, dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.